Event description:
Outpatient oncology clinic nurse noted that access port had no blood return and flushed sluggishly, with tenderness at area. Noted puffiness under clavicle. Chest x-ray showed separation of catheter. Catheter segment removed from left pulmonary artery by a snare. Under fluoroscopy by radiologist, remainder of access port removed by pediatric surgeon on 8/14/95.